Event description:
It was reported that the right ventricular (rv) lead triggered multiple lead integrity alerts (lias), and there were oversensing, noise, short ventricle-ventricle intervals, and high rate non-sustained episodes observed. At the time of the first alert, the patient had been using a leaf blower and repairing a washing machine. Upon in-office evaluation and patient maneuvers, real-time interrogation showed the ventricular fibrillation (vf) counter increased whenever patient twisted their torso. The rv lead detections were turned off, and it was later confirmed via fluoroscopy that the lead had dislodged and pulled back. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had fractured prior to being capped. The capped lead has now been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.